Event description:
Trilogy 100 ventilator was recalled. They are not replacing an appropriate item with the dme supplier. Philips wants the dme company to fix it themselves which would void the warranty as all other pm maintenance is completed by philips always. So there is no possibility of taking the person off of the ventilator. There are no other ventilators unless the dme company buys all new ventilators. The whole country as you know is limited ventilator supply. The dme company was not asked to report this to FDA but only asked for a name of client's on their product. Philips cannot be contacted. This trilogy in our home is showing the black spots on the filter. Patient cannot speak so unsure how this is affecting. I am hereby requesting some help to solve this potentially dangerous problem. FDA safety report ID# (B)(4).